Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The customer reported a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer consumed carbohydrates to address the bg level. The transmitter ultimately regained connection to the pump. No additional patient or event information was available.